Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy, rupture.

Event description:
Patient reported rupture of one device¿, ¿feeling discomfort recently¿, and ¿possibly ganglion infiltration. Device status and affected are unknown.

Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy, rupture.

Event description:
Patient reported rupture of one device¿, ¿feeling discomfort recently¿, and ¿possibly ganglion infiltration. Device status and affected are unknown.

Event description:
Affected side was reported to be the left. Device has been explanted.